Manufacturer narrative:
As part of a three-year retrospective review of complaints for the quality improvement process, calls were identified in which the customer experienced burning odor and/or smoke. There were no injuries related to the customer complaints received, based on the potential of burning smell/smoke to lead to a potential injury. Based on MDR regulations, abaxis reported these events due to: 1) the likelihood of this malfunction to lead to an adverse event, although there was no evidence or reports of associated adverse events. 2) minimal detailed documentation related to the likelihood and cause of burning odor and smoke. As part of an investigation regarding the overall reported malfunction of a burning odor and/or smoking, risk assessment, and maude database search, zoetis has concluded that the burning odor/smoke overheating complaints are a low injury risk for the user or patient. The identified malfunctions have not caused or contributed to a death or serious injury nor does the data suggest that the device or a similar device marketed would be likely to cause or contribute to a death or serious injury if the malfunction were to reoccur. Zoetis will continue to monitor complaints for burning odor/smoking/overheating to determine if any new information is obtained and any change to the risks for patients or users of the piccolo xpress analyzer. If new information is obtained, new causes where risk has not been evaluated, potential of serious injury reported or identified, the site will follow the required process for MDR reporting and timeliness.

Manufacturer narrative:
On 29-oct-2020, abaxis received a call from the customer lab reporting an issue with analyzer serial number (B)(4), stating that the device was emitting smoke where the printer is. A burning smell was observed after powering on the device. It was also reported that ash was found on the table next to the device. No fire or injury was reported. The customer sent the device in for repair. During evaluation of the device, a burning smell was observed when the device was powered on. No smoke was noted. The cause of the problem could not be established. The front panel assembly and cfc were replaced . The unit was cycled twice without errors or a burning smell. The device is expected to be repaired and sent back to the customer. Further information will be reported in a follow up report if received.

Event description:
The customer reported smoke coming from the device where the printer is. A burning smell was observed after powering on the device. It was also reported that ash was found on the table next to the device.